Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported there was a loss of therapeutic effect. The patient "has not been satisfied and it hasn't worked in about a year and a half and she has had a lot of trouble with it" (which would be (B)(6) 2013). The friend or family member of the patient also reported dissatisfaction with the health care professional (hcp) service. The hcp "claims that there is a lot of risk involved in taking it out and he won't take it out". Physician listing information was requested. There was no outcome provided. If additional information is received, a supplemental report will be submitted.